Manufacturer narrative:
A review of the last three (3) product monitoring reviews for trends indicated, no trends for this issue on this product. Historical complaint data from december 2014 to december 2016 was reviewed as it relates to reports of this product. A total of six (6) complaints, including this one, were reported. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted. FDA registration number: (B)(4).

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. No additional patient/event details have been provided to date, should additional information become available a follow-up report will be submitted.

Event description:
It was reported there was foreign matter on the product. A photograph was provided depicting the reported complaint issue.